Manufacturer narrative:
The actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection of one the provided pictures, did not identify any abnormalities as only the label of the dialyzer was visible. The other photo was out of focus and showed a marked area at the connection between the hansen and hansen connector. In the marked area neither a failure nor the cause for the reported failure was visible. The reported condition was not verified. As the actual device was not returned, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 170h dialyzer, an external fluid leak was observed. It was reported the leak was at the ¿connector part¿. There was no patient injury or medical intervention associated with this event. No additional information is available.